Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose of 515 mg/dl. The cause of the high bg was unknown. A bolus was delivered to address bg level. Multiple follow up attempts were performed to complete troubleshooting, however, customer did not respond.